Manufacturer narrative:
Review of manufacturing and sterilization records did not identify any pre-existing anomaly or non-conformity that could have contributed to reported issue. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2025 due to shoulder dislocation. Previous surgery was performed on (B)(6) 2025: smr reverse liner retentive +6mm dia40mm (part number 1365.50.821, lot 21at0fb, sterilization (B)(4) was implanted along with glenoid components (baseplate and glenosphere) from other manufacturer. Since patient dislocated, revision surgery was scheduled to add the smr extension for humeral reverse body (part number 1352.15.001) and replace the liner with a new one (part number 1365.50.821). Reduction was performed and stability was confirmed with this new assembly. Surgery has been completed as intended. Patient is a female, date of birth (B)(6) 1946. The event occurred in the united states.